Event description:
I had essure placed during an in office visit on (B)(6) 2014. This medical device implant is manufactured by bayer, formerly, conceptus inc. Immediate pain started as the left side was hard to place; severe cramping, and gas pains; bloating, swollen tummy; bleeding, passing blood clots as large as golf balls; period/ bleeding that never stopped from day it was inserted; small red dotted rash covering my upper thighs, and arms; constant headache and energy loss; joint pain and lower back pain; hair loss. My doctor that implanted essure decided it best to remove essure through a hysterectomy. I am now 8 weeks post op hysterectomy and all my symptoms listed above are completely gone. The red dotted rash disappeared within the first few days after surgery. (B)(4).